Manufacturer narrative:
(The date in the initial MDR was incorrectly reported as june instead of may).

Event description:
It was reported that during a routine preventative maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board checks, and tp4 and tp5 was not within voltage reading specifications. The customer changed the blood back glass tubing, but it did not have any effect. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Full event site name: (B)(6). Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that during a routine preventative maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board checks, and tp4 and tp5 was not within voltage reading specifications. The customer changed the blood back glass tubing, but it did not have any effect. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Getinge service was not requested for this complaint event. However, the customer advised that the solenoid driver board was replaced and this resolved the issue. In addition, the customer also advised that preventative maintenance was performed on the iabp, and it has been returned to clinical service.

Event description:
It was reported that during a routine preventative maintenance (pm) the cs300 intra-aortic balloon pump (iabp) failed the solenoid driver board checks, and tp4 and tp5 was not within voltage reading specifications. The customer changed the blood back glass tubing, but it did not have any effect. There was no patient involvement and no adverse event was reported.